Event description:
The user report that during a knee procedure an extravasation of the knee occurred. The pump did not alarm. The pump acted erratic. It would be set at a rate of 110-125mm hg and would reset itself to 1000. The user would reset the pump and it would jump to a higher pressure. Patient given medication (lasix) and was discharged home the same day.